Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
This follow up report is to correct the type of reportable event that was reported in the initial report. This is being corrected from death to serious injury. This was erroneously reported in the initial report and was found during a review of cases.